Event description:
The customer reported that a skin spacer was missing. No patient injuries were reported.

Manufacturer narrative:
The ge service rep placed the new skin spacer with workstation for shipping. Case complete. Results: space saver.